Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys anti-hbs ii on a cobas e 801 module. The sample initially resulted in an anti-hbs value of 3.45 iu/l. A new sample was collected from the patient and tested on (B)(6) 2024, resulting in an anti-hbs value of 33.9 iu/l. The customer then pulled and repeated the complained sample on (B)(6) 2024, resulting in anti-hbs values of 28.5 iu/l and 27.4 iu/l.

Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). Calibration and control data were acceptable. The investigation is ongoing.

Manufacturer narrative:
Isolated non-reproducible results do not represent a general malfunction of the assay. The investigation could not identify a product problem. The cause of the event could not be determined.